Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("other micro-insert had perforated her uterus") and device dislocation ("one of the essure micro-inserts had partially migrated out of her fallopian tube") in a 28-year-old female patient who had essure (batch no. A61943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd on (B)(6) 2012, multiparous (g5 p2: (B)(6) 2007; (B)(6) 2012) and miscarriage (3 miscarriages). Concurrent conditions included leukorrhea. Concomitant products included norethisterone (camila) for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 10 days after insertion of essure, the patient experienced fatigue ("fatigue"), migraine ("migraines/migrain"), headache ("headaches/headache"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced vaginal discharge ("odorous vaginal discharge/vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvis pain/persistent pelvic pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("worsening of her depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("severe hip pain"), the second episode of arthralgia ("hip pain"), contusion ("bruising"), constipation ("painful constipation"), nausea ("nausea"), abdominal pain ("severe abdominal pain/abdomen pain"), abdominal pain lower ("severe right lower quadrant pain"), back pain ("severe back pain/back pain"), uterine pain ("severe uterine pain/uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), vaginal infection ("vaginal infections") and complication of device removal ("her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery"). The patient was treated with laxatives, macrogol (miralax), antibiotics, para-seltzer (excedrin), ibuprofen, surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy, removal of device) and alternative therapy (treated concurrently for pain, ultrasound referral). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, anxiety, depression, contusion, constipation, fatigue, nausea, headache, pelvic pain, abdominal pain, abdominal pain lower, back pain, uterine pain, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge, dyspareunia and complication of device removal had not resolved, the last episode of arthralgia and bacterial vaginosis outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vaginosis, complication of device removal, constipation, contusion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery. She was subsequently prescribed laxatives, gas aids, and discharged home. Her symptoms have gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers. No filling of the fallopian tubes status post essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: abdominal pain computerised tomogram pelvis - on (B)(6) 2013: the uterus was surgically absent hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes essure confirmation test was done total bilateral occlusion on (B)(6) 2013. Uterus was shown to be normal on the same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: event "infection nos" was updated to "bacterial vaginosis", event "migraines" outcome updated to "recovering / resolving" from pfs. Fu 4 and 5 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("other micro-insert had perforated her uterus") and device dislocation ("one of the essure micro-inserts had partially migrated out of her fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd on (B)(6) 2012. Concurrent conditions included leukorrhea. Concomitant products included norethisterone (camila) for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), contusion ("bruising"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("odorous vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), depression ("worsening of her depression"), anxiety ("anxiety"), constipation ("painful constipation"), abdominal pain lower ("severe right lower quadrant pain") and complication of device removal ("her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery"). The patient was treated with laxatives, surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, contusion, abdominal pain, back pain, arthralgia, uterine pain, dyspareunia, vaginal discharge, vaginal infection, migraine, headache, fatigue, nausea, depression, anxiety, constipation, abdominal pain lower and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, complication of device removal, constipation, contusion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery. She was subsequently prescribed laxatives, gas aids, and discharged home. Her symptoms have gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received - new reporter were added. Case updated as medically confirmed. Historical and concomitant conditions were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("other micro-insert had perforated her uterus") and device dislocation ("one of the essure micro-inserts had partially migrated out of her fallopian tube") in an adult female patient who had essure (batch no. A61943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd on (B)(6) 2012, multiparous (PMA/510k p2: (B)(6)2007; (B)(6) 2012) and miscarriage (3 miscarriages). Concurrent conditions included leukorrhea. Concomitant products included norethisterone (camila) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("odorous vaginal discharge/vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvis pain/persistent pelvic pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("worsening of her depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infection nos"), the first episode of arthralgia ("severe hip pain"), the second episode of arthralgia ("hip pain"), contusion ("bruising"), constipation ("painful constipation"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines/migrain"), headache ("headaches/headache"), abdominal pain ("severe abdominal pain/abdomen pain"), abdominal pain lower ("severe right lower quadrant pain"), back pain ("severe back pain/back pain"), uterine pain ("severe uterine pain/uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal infection ("vaginal infections"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and complication of device removal ("her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery"). The patient was treated with laxatives, macrogol (miralax), antibiotics, para-seltzer (excedrin), ibuprofen, surgery (total hysterectomy and bilateral salpingectomy, removal of device) and alternative therapy (treated concurrently for pain, ultrasound referral). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, anxiety, depression, contusion, constipation, fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, abdominal pain lower, back pain, uterine pain, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge, dyspareunia and complication of device removal had not resolved and the infection and the last episode of arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, complication of device removal, constipation, contusion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery. She was subsequently prescribed laxatives, gas aids, and discharged home. Her symptoms have gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers. No filling of the fallopian tubes status post essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: abdominal pain computerised tomogram pelvis - on (B)(6) 2013: the uterus was surgically absent hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes essure confirmation test was done total bilateral occlusion on (B)(6) 2013. Uterus was shown to be normal on the same day. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: infection (nos) and hip pain were added. Patient's medical history and treatment drugs were added. On (B)(6) 2018: medical records received. Patient's laboratory data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("other micro-insert had perforated her uterus") and device dislocation ("one of the essure micro-inserts had partially migrated out of her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), contusion ("bruising"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("odorous vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), depression ("worsening of her depression"), anxiety ("anxiety"), constipation ("painful constipation"), abdominal pain lower ("severe right lower quadrant pain") and complication of device removal ("her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery"). The patient was treated with laxatives, surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, contusion, abdominal pain, back pain, arthralgia, uterine pain, dyspareunia, vaginal discharge, vaginal infection, migraine, headache, fatigue, nausea, depression, anxiety, constipation, abdominal pain lower and complication of device removal was not recovered / not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, complication of device removal, constipation, contusion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Her symptoms were most likely due to the air that was used to inflate her pelvis during her removal surgery. She was subsequently prescribed laxatives, gas aids, and discharged home. Her symptoms have gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.